Manufacturer narrative:
Other applicable components are: product ID: 9735773, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 9735787, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the main cart was intermittently shutting down during the procedure. The system was on for around one hour before the first occurrence. The manufacturing representative unplugged the system from the wall, waited a minute, and re-plugged it into the wall and turned the system on. It booted up normally and they proceeded with the case. About 30 minutes later, the main cart powered off again. The same steps were performed but with a different wall outlet. 20 minutes later, the issue happened again. At this point, another navigation system was brought in to complete the procedure. At no point did the manufacturing representative see the blue led power button blink on the navigation system. Further troubleshooting was performed. The manufacturing representative took the navigation system into the hall and opened up the back and front of the cart. The back navigation system leds were illuminating like they should. The external and internal power cables were connected and not loose. The manufacturing representative was unable to replicate the issue again before she had to go back into the room. This issue caused approximately a 30 minute delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The battery and uninterruptible power supply (ups) were replaced. The system then passed a system checkout. The battery and ups were returned to medtronic for analysis. Analysis revealed that after leaving the ups running for several hours, the attached battery became warm to the touch. The units were left running overnight and it was observed the following morning that the ups had shutdown during the night. The battery had reached a temperature that caused the ups to shutdown. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The suspected cause of the issue was the uninterruptible power supply (ups).